Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the fenestrated bipolar forceps instrument no longer responded because the cable broke. The procedure was complete with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient and same instrument was used to complete procedure.

Event description:
Refer to h10/h11 for follow-up information.